Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to no power on. Case opened for interior and battery inspection and failed due to no moisture damage. Damaged battery ic/cracked solder see the pictures attached. Rtt loss is an indication that the allegation did occur. Sensor was active prior of rtt loss on (B)(6) 2019, but after the rtt loss data not resume. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be receiver damaged battery. No injury or medical intervention was reported.